Manufacturer narrative:
Analysis found that the device had depleted due to normal end of life and both the telemetry and output tested okay. The conclusion code and result code no longer apply.

Event description:
Additional information was received from the manufacturer representative. The patient had been programmed with the following program (B)(4). The manufacturer representative noted that this was the only program that the patient had and was using.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
The device was returned and received by the manufacturer for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator. It was reported that the patient programmer wasn¿t working properly. Within the last week prior to the report, the manufacturer representative had met with the patient and found that the implantable neurostimulator had reached end of service. The health care provider was concerned that this was a premature end of service. The primary cell implantable neurostimulator depleted (died) within 4.5 months and was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.